Event description:
The following was reported: "before surgery image is clear and without any defect. After inserting thre endocscope to the cavity the image starts to be blurry. All steps of reprocessing and cleaning are followed by manuals. Alsow they tried to heat up the endoscope and use antifog solution but they didnt help".no negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).